Manufacturer narrative:
Analysis of the pump identified no anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving bupivacaine (20.9 mg/ml at 7.693 mg/day), clonidine (225.0 mcg/ml at 82.82 mcg/day), and prialt (10.0 mcg/ml at 3.681 mcg/day) via an implantable infusion pump. The indication for use was noted as malignant pain. It was reported the patient reported increased pain, anxiety, and that she couldn¿t sit still on (B)(6) 2017. The patient was given oral clonidine and percocet on (B)(6) 2017 as an intervention. The patient had not been satisfied with the pain relief and requested system removal. The intrathecal continuous rate was decreased to prepare for explant and then the patient reported increased pain. The hcp decided no further decreases to prepare for explant would be made until the patient became more stable. The patient was refilled with the doctor's orders by a home health infusion service. The nurse contacted the clinic to report that the patient reported pain, anxiety, and that she couldn¿t sit still. The patient had no means to assess her heart rate or blood pressure. The nurse contacted her managed who agreed that could be secondary to clonidine withdrawal, as the new concentrations reduced the clonidine rate by 44%. The patient was advised to present to the emergency department. The patient did have a cholecystectomy while in the hospital. She reported relief at her next scheduled refill on (B)(6) 2017. The event resulted in in-patient hospitalization. The clinical diagnosis was possible clonidine withdrawal. The outcome was resolved without sequelae on (B)(6) 2017. The etiology was noted as possibly related to the device or therapy and possibly related to the drug clonidine with the drug action that caused the event being decreased dose. The patient was not again seen in the clinic to confirm or rule out clonidine withdrawal. No further complications were anticipated/reported.